Event description:
This pt had left total hip arthroplasty approx six weeks ago. The pt presented to the emergency department with complaints of left hip pain. X-ray confirms a dislocation of the left total hip. This is the second dislocation of this hip since surgery. The pt was admitted to this facility for a revision of the left total hip. The revision consisted of replacement of the femoral head and constrained liner.